Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 308 mg/dl and 80 mg/dl within 10 mins. All tests were performed on the arm. The results were plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter has been returned to the lab and product testing did not confirm the readings complaint. All results were within range specification and no errors were observed during control solution testing.